Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and determined that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Device replacement or re-assessed within 90 days was recommended. Additional information received indicating that engineering confirmed there was a premature battery depletion. Also, the physician discussed to patient the risk, management and replacement option with the patient and the patient chose to continue close monitoring, to date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis confirmed low voltage fault and determined that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Device replacement or re-assessed within 90 days was recommended. Additional information received indicating that engineering confirmed there was a premature battery depletion. Also, the physician discussed to patient the risk, management and replacement option with the patient and the patient chose to continue close monitoring, subsequently, this device was explanted. No additional adverse patient effects were reported.